Event description:
It was reported that the patient e,tperienced ventricular tachycardia (vf) and there was a loss of power to the ventricular assist device (vad}. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).